Event description:
The customer's wife called to report that the customer was hospitalized twice for high blood glucose levels. The blood glucose reading was 1300 mg/dl on the first event. No blood glucose reading was reported for the second event. The customer did not have the insulin pump for troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.